Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping"), fatigue ("fatigue") and depression ("depression"). The patient was treated with surgery (underwent hysterectomy, right-sided salpingectomy, and left-sided salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, weight increased, dyspareunia, abdominal pain lower, fatigue and depression outcome was unknown. The reporter considered abdominal pain lower, depression, dyspareunia, fatigue, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure. Plaintiff was forced to undergo a major surgery as a result of her essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping"), fatigue ("fatigue") and depression ("depression"). The patient was treated with surgery (underwent hysterectomy, right-sided salpingectomy, and left-sided salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, weight increased, dyspareunia, abdominal pain lower, fatigue and depression outcome was unknown. The reporter considered abdominal pain lower, depression, dyspareunia, fatigue, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and ovarian cyst ('ovarian cyst') in a 39-year-old female patient who had essure (batch no. 12429135) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pain in extremity, premenstrual syndrome, overweight, cervical smear, biliary colic and pelvic fluid collection. Family history included breast cancer. Concomitant products included ciprofloxacin from (B)(6) 2010, diclofenac, ibuprofen from (B)(6) 2010 to (B)(6) 2017, medroxyprogesterone acetate (depo provera) from (B)(6) 2016 to (B)(6) 2017 and ondansetron (zofran). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced back pain ("lower back pain"), abdominal pain ("abdominal pain/lower left side") and urinary tract infection ("urinary tract infection"). On (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse") and female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), 2 months 20 days after insertion of essure. In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2011, the patient experienced mass ("rash or skin condition type: bumps"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced ovarian cyst (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2017, the patient experienced diarrhoea ("diarrhoea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), dermatitis allergic ("allergic rash"), fatigue ("fatigue"), adnexa uteri pain ("painful ovarian cyst") and gastrointestinal disorder ("gi condition"). The patient was treated with fluoxetine hydrochloride (prozac) and surgery (oophorectomy (one side removal of ovary) and underwent hysterectomy, right-sided salpingectomy, and left-sided salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, abdominal pain, dyspareunia, depression, urinary tract infection, anxiety, mass and ovarian cyst had resolved, the abdominal pain lower, dysmenorrhoea, dermatitis allergic, fatigue, female sexual dysfunction, diarrhoea, adnexa uteri pain and gastrointestinal disorder outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, anxiety, back pain, depression, dermatitis allergic, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, mass, ovarian cyst, pelvic pain, urinary tract infection and weight increased to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure. Plaintiff was forced to undergo a major surgery as a result of her essure right side with 3 coils. Left side with 5-6 coils. On left initial device bent and had to be replaced to get into tube. She had received treatment for pain,allergy,other injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Computerised tomogram - on an unknown date: it showed lot of scar tissue which she believed to be the cause of her pain.. Hysterosalpingogram - on (B)(6) 2010: results: full occlusion of both tubes/that my tubes were blocked and everything looks fine. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records:back pain,depression,anxiety,abdominal pain,dyspareunia,dyspareunia,pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs,medical record and social media reecived:product lot number added.event urinary tract infection, apareunia, anxiety, bumps, dysmenorrhea, ovarian cyst, diarrhea, abdominal pain, lower back pain, painful ovarian cyst and allergic rash were added. Outcome of event pain,depression,anxiety,dyspareunua,uti,ovarian cyst,weight gain,bumps added as recovered.concomitant medication,concurrent condition,medical history added.repoters added. On 19-sep-2019: fu 2 and fu3 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and ovarian cyst ('ovarian cyst') in a 39-year-old female patient who had essure (batch no. 12429135) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pain in extremity, premenstrual syndrome, overweight, pap smear abnormal, biliary colic and pelvic fluid collection. Family history included breast cancer. Concomitant products included ciprofloxacin from (B)(6) 2010, diclofenac, ibuprofen from (B)(6) 2010 to (B)(6) 2017, medroxyprogesterone acetate (depo provera) from (B)(6) 2016 to (B)(6) 2017 and ondansetron (zofran). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced back pain ("lower back pain"), abdominal pain ("abdominal pain/lower left side") and urinary tract infection ("urinary tract infection"). On (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse") and female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), 2 months 20 days after insertion of essure. In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2011, the patient experienced skin disorder ("rash or skin condition type: bumps"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced ovarian cyst (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2017, the patient experienced diarrhoea ("diarrhoea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), dermatitis allergic ("allergic rash"), fatigue ("fatigue"), adnexa uteri pain ("painful ovarian cyst") and gastrointestinal disorder ("gi condition"). The patient was treated with fluoxetine hydrochloride (prozac) and surgery (oophorectomy (one side removal of ovary) and underwent hysterectomy, right-sided salpingectomy, and left-sided salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, abdominal pain, dyspareunia, depression, urinary tract infection, anxiety, skin disorder and ovarian cyst had resolved, the abdominal pain lower, dysmenorrhoea, dermatitis allergic, fatigue, female sexual dysfunction, diarrhoea, adnexa uteri pain and gastrointestinal disorder outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, anxiety, back pain, depression, dermatitis allergic, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, ovarian cyst, pelvic pain, skin disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure. Plaintiff was forced to undergo a major surgery as a result of her essure right side with 3 coils. Left side with 5-6 coils. On left initial device bent and had to be replaced to get into tube. She had received treatment for pain,allergy,other injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Computerised tomogram - on an unknown date: it showed lot of scar tissue which she believed to be the cause of her pain.. Hysterosalpingogram - on (B)(6) 2010: results: full occlusion of both tubes/that my tubes were blocked and everything looks fine. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records:back pain,depression,anxiety,abdominal pain,dyspareunia,dyspareunia,pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.